Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose rose to 270 mg/dl. The needle reportedly did not retract; indicating the needle mechanism did not function as intended. The pod was worn on the patient's abdomen for between 36 and 38 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received with blood on the adhesive pad and the formed needle visible in the exposed portion of the soft cannula. Opening the pod did not allow the formed needle to fully retract into the pod housing. Inspection of the internal components found the formed needle to be unseated from the slide retract. Damages were observed on the slide retract and formed needle indicating that the formed needle had been incorrectly installed into the slide retract. This incorrect installation resulted in the formed needle becoming unseated during needle mechanism deployment, which prevented the formed needle from retracting after deployment. The exposed needle contributed to the reported bleeding and bruising event. Inspection of the fluid path found the distal tip of the soft cannula to be damaged. Though the distal tip was damaged, no issues were observed with fluid flowing through the complete fluid path. It could not be determined when this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin.the product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to l71119 expiration date changed from unavailable to 5/21/2022 model no changed from 14810 to 19191. Catalog no changed from zxy425 to zxp425 unique identifier (UDI) # changed from ((B)(4) ). Correction to h(4): device mfg date changed from unavailable to 11/21/2020.